Event description:
It was reported that during surgery, inserted the compression screw and traction was removed completely and when compression screw was almost all the way down, surgeon switched to the t handle and then to be finished by hand. The screw kept getting tight, but did not show any sign of compressing. Then all of a sudden the compression screw would become loose again. Procedure was completed with a new set of screws that were inserted only by hand.

Manufacturer narrative:
The devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Bthe devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.